Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass procedure, during set-up, the shunt sensor suctions air when depressurized with a syringe, possible crack in the device. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has obtained the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. For this reason, terumo references evaluation codes method, results & conclusions. (B)(4).